Event description:
Healthcare provider reported right side "ruptured" saline implant. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified:creases, white particles calcification like in device outer surface, missing of plug strap and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening striated, broken sharp of plug strap and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Broken sharp of plug strap assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell due to adhesive failure. Missing of plug strap assessed as inconclusive.

Event description:
Healthcare provider reported right side "ruptured" saline implant. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side "ruptured" saline implant. Device has been explanted.